Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump has been having blank display issues. The patient's blood glucose at the time of incident was unknown, but recent readings ranged from 90 mg/dl to the low 100 mg/dl territory. The customer stated that before the blank display issues began one of his new battery insertions only yielded nine hours of battery life. The customer confirmed that the pump had not been dropped or bumped, and that the only moisture exposed to the pump was sweat that did not get on the inside of it. The battery cap contacts were not missing or damaged, and the battery compartment and spring were not damaged or corroded. No products were returned and a replacement battery cap and batteries were shipped to the customer; the customer was advised that if those products do not resolve the blank display issues then the pump will be replaced.